Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was caught on the patient's tricuspid valve and required removal. A procedure took place and this rv lead was successfully explanted and replaced with a single coil lead. Laser damage to the lead was also reported. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.